Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: two devices (a-b) were received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional tests could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although, no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch records were reviewed and no anomalies were noted during the manufacturing process. Add'l other #: batch# c5fk6c.

Event description:
It was reported that during a low anterior resection procedure, that the instrument was fired and did not cut or staple. A conventional linear cutter was used to complete the case. There was no adverse pt consequence.